Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, the aquabeam handpiece activated unintentionally without any input from the physician via the foot pedal during the angled planning phase of treatment. After disconnecting the aquabeam foot pedal, the surgeon waited briefly before reconnecting it. The issue did not recur, so the surgeon proceeded with the same handpiece and foot pedal, and the procedure was completed without further complications. There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
Component code = 4756 - aquabeam foot pedal, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam foot pedal was not returned for investigation. The event could not be confirmed and the root cause could not be determined due to the inability to investigate the device. A review of the device history record (DHR) for lot number 20c00616 and ab2000-b/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The session logs were not reviewed as it does not pertain any relevant information regarding the aquabeam foot pedal. The aquabeam user manual, um0101, rev. F states the following about jetting/treatment with the console and foot pedal 7.1.3 treatment. During treat mode, the operating physician presses and holds the foot pedal to execute the resection plan using the aquabeam robotic system high-velocity waterjet. The high-velocity waterjet is active while the foot pedal is pressed. Monitor the progress of resection on the live trus image and adjust the remaining treatment plan as needed. Release the foot pedal to pause treatment. The treatment stops upon reaching the planned endpoint. 7.4 aquabeam foot pedal. The aquabeam foot pedal (figure 11), a re-usable component of the aquabeam robotic system, contains three foot-activated motion buttons. It is connected to the console with a flexible cable. The aquablate pedal is the large center button which must be depressed to enable the aquablation treatment. Depressing the aquablate pedal only activates the high-velocity waterjet during treat mode. The aquablate pedal is also used in aligning the waterjet during the alignment step at lower power. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.